Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the flow sensor did not read flow for a short amount of time for the second time this week. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to MDR #1828100-2013-00988.